Manufacturer narrative:
The unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart error test and operating current tests. The reservoir does not stay locked in place properly due to a broken reservoir tube lip. The insulin pump was received with minor scratches on the display window, cracked casing at the display window corners, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the reservoir compartment to her insulin pump is cracked with a detached o-ring, and that the reservoir will not stay inside of the insulin pump. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.